Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to place the right ventricular (rv) lead, noting that the lead advanced along a track parallel to the superior vena cava (svc). It was noted that the lead did not enter the rv, and the physician subsequently removed the lead and performed a venogram. Staining was observed, and the introducer was removed and pressure was held. After prepping the patient for a femoral approach, it was determined that the svc appeared to have closed the tear, and no further staining was observed. The implant procedure was aborted and rescheduled for a later date. No further patient complications have been reported as a result of this event.